Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital for an upgrade to a bi-ventricular device, and also to cap/replace a right atrial (ra) lead that exhibited high thresholds and low p-waves. During the procedure, the old pacing system was on the left side, and the vein was occluded, so the physician decided to implant a new system on the patient's right side. The existing right ventricular (rv) lead was retained and adaptor used to extend it to the right side. During post-op, when the patient moved their arms, the rv lead exhibited high impedance, and there was loss of capture and noise during pocket manipulation. The physician suspected the lead adaptor connector was loose. The patient was later re-opened, and noise was observed through the lead whenever the adaptor was touched. There was no noise observed during lead testing with the adaptor unscrewed, and so the rv lead was re-set into the adaptor, and impedance values dropped within a normal range. The physician was unhappy with the impedance values, as they remained higher than initial numbers at implant. Finally, the physician chose to close the pocket and reprogram the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.